Manufacturer narrative:
(B)(4). The stent remains implanted in the patient. Investigation is not yet complete. A follow up report will be submitted with all relevant information.

Event description:
It was reported that on (B)(6) 2017, the patient presented with a free perforation in the mid left internal mammary artery (lima) graft to the circumflex (cx) coronary artery. Three rx graftmaster covered stents (2.8x19mm(x2) and a 3.5x19mm) were implanted and sealed the perforation. It was then noted that the implanted 3.5x19mm rx graftmaster stent had expired on (B)(6) 2017. Use of these graftmaster devices did not cause or contribute to complications or adverse events. No additional information was provided.

Manufacturer narrative:
(B)(4). The device was not returned for analysis. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history did not indicate a lot specific quality issue. It should be noted that the graftmaster rapid exchange (rx), coronary stent graft system, domestic instructions for use, (IFU) states: note the product use by date specified on the package. The investigation was unable to determine a conclusive cause for the reported device operates differently (failure to seal)/stent graft leak. The investigation determined the reported device expiration issue appears to be related to the use error. Based on the information reviewed, there is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device. The 1st 2.8x19mm rx graftmaster is being filed under a separate manufacturer report number.

Event description:
Subsequent to the initial filed medwatch report, the following additional, relevant information was received:use of the three rx graftmaster (2.8x19, 3.5x19, and the other 2.8x19) covered stents was not pre-planned. While the 1st two stents did not worsen the perforation and had no other device issues, there were continued signs of perforation leakage after deployment. The final deployed 2.8x19 rx graftmaster successfully sealed the perforation. There were no adverse patient sequelae. No additional information was provided.